Event description:
Was filtering it mtx [methotrexate]. When pushing down on the syringe, drug pooled in the filter and leaked back out of the syringe without flowing through the filter. Did not reach the patient.